Event description:
Per the surgeon, the depth gauge, contour advance was extruding through the patient's skin (specific date not reported) and it was explanted on (B)(6) 2021. A partial insertion of a new depth gauge during the same surgery.